Manufacturer narrative:
Correction: it was confirmed that chevar was off label during the timeframe when the mdt devices were implanted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; outcomes after endovascular repair of abdominal aortic aneurysm involving the renovisceral arteries: a multi-center follow-up study stackelberg et al, vascular. 27. 170853811983601. 10.1177/1708538119836016. Age or date of birth: average age. Sex: average gender. If information is provided in the future, a supplemental report will be issued.

Event description:
Unknown medtronic stent graft systems were used for the chevar repair of abdominal aortic aneurysm involving the renovisceral arteries on unknown dates. The following adverse events were reported: type ia endoleak, type ib endoleak and migration. The cause of the events are undermined.